Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 219724310 was returned and analyzed. Visual inspection of the shaft segment area was performed. Inspection identified shaft broken approximately 5 inches from the loop. The shaft most likely was kinked before it was broken. In conclusion, the reported kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft kink and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was observed near the loop of the mapping catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.